Event description:
This was a lead extraction procedure to remove four cardiac leads due to bacteremia. Each lead was prepped with an lld-ez and a 14f glidelight was used to extract. The ra (5568) and lv (4193) leads were extracted successfully using the laser sheath. During extraction of the 3rd lead (6949), it was determined that the lead was scarred into the leaflet of the tricuspid valve so when traction was applied and lasing was attempted near the valve, the patient's blood pressure dropped significantly. A sternotomy was performed and a ring valve was inserted at the site of injury. The lead was not able to be removed during the open procedure (lld was extracted successfully). The 4th lead (model unknown) was removed manually during the sternotomy. The patient survived the intervention and new epi leads were implanted.